Manufacturer narrative:
B3: date of event is unknown. One infusion pump was received for evaluation. Visual inspection found the tamper seals to be intact. The device was observed to have a blank and damaged lcd. The devices event history log was reviewed for evidence of the reported problem, nothing was found. The customer problem was not duplicated during the investigation. The clock battery was replaced (B)(6) 2020 and not due yet. No problem was found with the battery. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device.

Manufacturer narrative:
Operator is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump needed battery repair. Patient injury not reported.